Event description:
It was reported that during a laparoscopic sigmoid colon resection procedure the surgeon stapled the distal end proximal with a blue load. In the middle of the posterior side of the staple line there were no staples. On anterior side there are staples present but the staple line was still open in the middle. The device was reloaded with another blue cartridge. The device fired fine with a complete staple line and the case was completed with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.